Event description:
It was reported that the 9800 system needed a high voltage tank. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank, high voltage cable, and the tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.